Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found in backup mode with high voltage (hv) therapies disabled. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.